Event description:
Friend of customer reported that customer was found unconscious and unresponsive. Customer's meter was not functioning and headings had not been taken for two weeks. Customer was provided with orange juice and revived. Customer's diabetes is gestational.